Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history for the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. Power tool evaluation was completed for this device. The reporter's complaint of ¿the device does not function¿ could not be confirmed. The unit was tested and passed all manufacturing specifications, however it was noted that it makes an unusual noise, coupling heats up. Evidence indicates this is due to usage wear over time. The manufacture date of this item is 14-mar-2001. The source of the manufacture date is the release to warehouse date. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.

Event description:
It was reported that the small battery drive (532.010) lot 00422 does not work. No further information was provided. This report is 1 of 1 of 69886.